Event description:
The customer reported unit will not go on standby mode. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
G4: 08oct2019, b4: 09oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported the reported issue. The ventilator clicks on standby, disconnects the patient, and cannot enter standby mode issue. The fse restarted the device, reconnected the pipe, and the machine would still go to stand by. The fse disconnected all pipes, clicked standby, and the device would enter standby mode to determine sensor failure. The manufacturer¿s field service engineer replaced the flow sensor to address the issue. The device is fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit will not go on standby mode. The device was not in use at the time of the reported event; therefore, there was no patient involvement.